Manufacturer narrative:
Investigation: the complaint was investigated for suspend displayed when soundsatar catheter was connected. The log files were reviewed by engineering and it was found that the system was working as designed when the bwi carto removes the probe ID on the soundstar eco catheters after the carto system detects that the probe has been used longer than allowed by the carto. Investigation in partnership with bwi shows that the observed behavior is the expected and designed behavior when a soundstar eco transducer is used, and the time limit set by the carto for use of the soundstar eco trasnducer expires. The sc2000 system is responding as expected, and as designed, to the change in probe ID. User should only use soundstar eco catheters that have not been used longer than allowed by the carto system. This event is not due to a malfunction. Therefore, this is not a reportable event. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient was prepared to undergo electrophysiology (ep) ablation procedure with an intracardiac echocardiography (ice) catheter. At the beginning of the procedure, the ultrasound system displayed a "suspend imaging' message after the soundstar catheter was connected and had idled for over an hour. The user rebooted multiple times to troubleshoot the ultrasound system; however, the procedure was subsequently completed on another ultrasound system using the same ice catheter. The procedure was delayed by 20 minutes due to troubleshooting and obtaining the replacement system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.